Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that he was unable to set the cal code on his new one touch ultra 2 meter. The medical surveillance specialist (mss) spoke with the pt on may 21, 2009 to obtain additional info included below. The pt said his old meter stopped working after he tested his blood sugar the day prior to original date. His doctor advised him to go to the pharmacy to buy a new meter. The pt took his usual am oral diabetes medication and ate as usual. After purchasing the reported meter, he brought it home and attempted to set the meter code at 10:30 am on original date. He was reportedly unable to set the meter after several attempts. About 5 to 10 minutes later, he reportedly became shaky, which he recognized as his typical symptom of hypoglycemia. He took juice and food at 10:45 am before he called lfs. The lfs customer care advocate walked the pt through setting the meter code. The pt's products were replaced. The complaint is reported because the pt alleges he was unable to set the code on the reported product and afterward experienced shaking, which can be a typical symptom of hypoglycemia.